Event description:
Revision surgery performed on primary margron hip replacement due to unk pt symptoms, possible pain. Procedural difficulties and errors were apparent for both the primary and revision surgeries.

Manufacturer narrative:
Implant reported to be in extreme varus and had subsided (subsidence was not extreme). Primary surgery done using mis through a 2.5-inch incision. It was also reported that there had been a fracture at time of this surgery, which had been corrected through cabling. Incorrect instrument use was also noted during the revision procedure. From the available info, it seems probable that the condition could have been corrected by using a neck with a greater offset neck to gain further height to counteract the subsidence. Procedural difficulties and errors were apparent for both the primary and revision surgeries. No x-rays or explanted device available to draw final conclusions with regards to any possible issues arising from the margron hip replacement. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the australian orthopaedic association in its 2007 australian national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.